Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of fluid loss cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion no problem detected has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not cycling correctly due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.